Manufacturer narrative:
A field service engineer (fse) conducted a site visit, and was able to confirm the reported problem via the error log. The fse was unable to reproduce the issue due to the main and hybrid arm being locked up and was unable to move properly. The fse found pmd1 and pmd2 driver boards to be faulty. The fse replaced the faulty circuit boards and performed a daily startup without error. Customer prepared controls and started a control run. The control was in range. The aia-2000 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review for similar complaints were performed for the serial number (B)(4) from 24jul2019 through aware date 24aug2020. There were no similar complaints identified during the searched period. The aia-2000 operator's manual under section 04 - error messages states the following: main arm y-axis home detection failure. Cause: the home sensor failed to activate after the main arm y-axis moved toward the home position. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. Wash syringe 1 home detection failure. Cause: the home sensor failed to activate after the wash syringe 1 moved toward the home position. The measurement result will be flagged (wu flag). Solution: contact tosoh service center or local representatives. [2043] b/f wash control start delay. Cause: b/f wash control operation failed to complete within the designated 18 sec. Cycle. Solution: contact tosoh service center or local representatives. It is necessary to check position adjustment of actuator of b/f wash. Y-axis cup transfer y-axis home overrun. Cause: the home sensor failed to activate after the y-axis cup transfer y-axis moved toward the home toward the home position. If this occurs, the current measurement result will be flagged (mf flag) and new measurements will be suspended. Solution: contact tosoh service center or local representatives. The most probable cause of the reported event is failure of circuit boards. Submission of this report does not constitute an admission that the manufacturer's product caused, or contributed to the event.

Event description:
Customer reported an error 4211 on the main arm y-axis home detection failure on the aia-2000 analyzer. Customer also reported an error 4371, wash syringe 1 home detection failure, 2043, bf wash control start delay, 4181, y-axis cup transfer y-axis home detection failure. Customer removed top and found cups in various different areas of the analyzer. Customer performed an all set home and multiple errors occurred. A field service engineer (fse) was dispatched to address the reported issue, which caused a delay in reporting estradiol (e2), and intact parathyroid hormone (ipth) patient samples. There was no indication of any patient intervention, or adverse health consequences due to the delay in reporting of patient results.